Manufacturer narrative:
(B)(4).

Event description:
The 840 oxygen (o2) sensor was reportedly broken off. The ventilator was not in use on a pt at the time of failure. Covidien replaced the o2 sensor. The ventilator passed all testing.